Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the tip on the twenty coude intermittent catheters did not line up with the guide.

Manufacturer narrative:
The reported event was confirmed manufacturing related. Samples were confirmed to exhibit the reported failure. As the reported event was found to be manufacturing related, it is deemed to fail to meet specifications. As the products were returned unopened they were not used for diagnostic or treatment purposes. A potential root cause for this failure could be "machine error". A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation no additional action is required at this time. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review is not required as the reported event is confirmed manufacturing related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the tip on the twenty coude intermittent catheters did not line up with the guide. Per notification from investigator based on sample evaluation on 03feb2022, it was reported that the tip of the coude intermittent catheters were misaligned.